Event description:
The complainant reported that while 59-year-old male patient was on impella cp support, placement signal alarm sounded. The position of the device was checked with echo. Inlet free in the ventricle, outlet in the aorta. The physician checked the position again when the patient was placed back on his back. The console was turned off. The patient was stable, and the device was not removed as a result. The patient was successfully weaned, and the device explanted the next day without issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. No product was returned for evaluation. Clinical details noted that pump position was check via echo and found to be in proper position. Data logs were reviewed and rt log at time of "impella in aorta" alarm shows a motor current spike followed by a loss in pulsatility in motor current and pump flow. Additionally, a motor speed deviation is observed. The 5s parameters at the time of alarm remained stable and within range. The root cause of the optical signal issues was most likely due to biomaterial ingestion. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.

Manufacturer narrative:
D6a: corrected implant date. D6b: corrected explant date.